Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display lid would not close all the way. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse confirmed the customer's reported issue. However, no repairs have been performed as the customer has not requested for a repair. The reported issue does not affect the functionality of the iabp unit and the iabp unit remains in use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).